Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a leak. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4 with a prolapsed posterior leaflet. During preparation of the clip delivery system (cds), a leak at the lock lever occurred. The lock lever cap was attempted to be opened and re-tightened, but the leak continued. It was decided to replace the device with a new one. A mitraclip was implanted with no reported issue, reducing mr to grade <1. There was no clinically significant delay in the procedure and no adverse patient effects.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and without the device to analyze, the cause of the reported leak from the lock lever was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
N/a.